Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. Same case as MDR ID# 2134265-2014-00460. It was reported that a coronary artery disease occurred. In (B)(6) 2012, the subject was referred for cardiac catheterization. Target lesion # 1 was located in the 2nd obtuse marginal (om) with 95% stenosis and was 35 mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with pre-dilatation and placement of 2.50 x 24 mm promus element plus and another 2.50 x 24 mm promus element plus study stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel. In (B)(6) 2014, the subject presented due to chest pain and was hospitalized on the same day. Cardiac catheterization was recommended. Coronary angiography was performed and revealed in-stent restenosis (isr) of previously placed stent in om. Two days later, the event considered as resolved and the subject was discharged.